Event description:
Medtronic received information that a ped3 pipeline vantage failed to open. Localised vasospasm at proximal cervical internal carotid artery (ica) segment during tracking of neuronmax guide catheter to ica- treated with nimodipine. However, guide catheter was left in proximal cervical ica position. The distal access catheter (dac) did not remain stable throughout procedure. Requiring frequent adjustment due to falling back / proximal. Phenom 27 tracked to m1ca/m2ca junction; guidewire removed; device prepared as per instructions for use (IFU) and tracked through system until tip coil in line with phenom 27 tip. System then pulled back into position to begin deployment. Initial braid exposed by exchange technique. Braid deployment continued with good opening and braid construct covering the neck of the aneurysm with good distal anchoring. Upon reaching second genu, the device exhibited champagne flute appearance. Tensions adjusted, forward pressure, loading and unloading system attempted. Resheathing device up to point of 'fluting' appearance and deploying from that point did not change the outcome. Decision made to remove the device and try a second device. The second device was a ped3-027-450-14 and behaved as expected. The pipeline did not open in the proximal and middle section. The whole pipeline was positioned in a bend. More than 50% had been deployed when it failed to open. The pipelin was resheathed less than or equal to 2 times. The pipeline was resheathed and fed back into the introducer sheath and removed from the patient. The devices were prepared according to the IFU. The patient was being treated for an unruptured, saccualr aneursym in the paraopthalmic location. The max diameter was 8mm and the neck diameter was 5mm. The distal landing zone was 5mm and the proximal landing zone was 10mm. Post procedure angiographic result post procedure was good. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.  Ancillary devices: neuron max: guide catheter, sofial 6f dac.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4). : as found condition: the pipeline vantage with shield pushwire was returned for analysis within shipping box; and within a plastic b io-pouch. The pipeline vantage with shield braid was not returned for analysis. Damage location details: the pipeline vantage with shield was returned within introducer sheath. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer¿s complaint was confirmed. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no additional steps were taken to open the pipeline other than aforementioned resheathing / tension manipulations.